Event description:
Ous MDR - after an implantation time of about 34 months, inappropriate shock deliveries, due to oversensing, were reported. The ICD and the lead were explanted. There have been no other adverse pt effects reported for this system. Lumos vr-t, (B) (4), MDR 1028232-2009-01008.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation, 7 cm distal the connector pin, could be detected. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The fraying of the insulation requires and excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. The suspicion is additionally reinforced by the observed abrasion signs on the back side of the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. Furthermore, a deformation of the inner conductor helix was found. The damage indicates that the inner conductor helix had been rotated without an inserted stylet. The ICD proved to be within electrical specs. There were no indications of a device malfunction. In particular, the signal sensing of the ICD proved to be normal. The analysis did not find any mfg error or material defect at either the lead or the ICD.